Manufacturer narrative:
Additional information received 20 mar 2023: added new information to a2, a3, b6, b7, d4, d8, and d10. D10. Concomitants: serial #: (B)(6), category #: 02-010-03-0330 - logic cr femoral cem, right, sz 3, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), category #: 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, d1. Corrected brand name based on additional information. H6. Component code changed to liner based on additional information provided.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, as stated in the operative notes. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported by the legal department that this female patient right knee was revised due to worsening pain and instability. During the revision surgery, orthopedic surgeon identified ¿you can immediately see delamination and destruction of the medial and lateral compartment polyethylene with some cracking and fracture of the posterior lip.¿ upon information and belief, the significant synovitis were due to premature polyethylene wear of the tibial insert.